Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify pump error 130,15, 23, 68, 49 alarms due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported that there was fluid in the battery compartment. Customer stated battery cap was not damaged. The customer was unable to run self test as buttons were not responding. The customer stated that the they received open book image on the screen. The customer stated that the insulin pump was not working. The customer was able to clear but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.